Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. The patient's blood glucose level was 300 mg/dl at the time of event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.